Event description:
The external pulse generator was returned for repair of a cracked cases. It was returned to the manufacturer and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the lower case is broken. Analysis also found that the upper case, both bail covers, ring cover, and battery drawer were broken. Both bails were missing and the ring was bent.